Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Additionally, the touch screen was unresponsive. There was no impact to the customer¿s blood glucose. Reportedly the customer had an alternate pump for insulin therapy.